Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas pure c 303 analytical unit. The initial result was 9.13 %. The repeat results after remixing the primary sample tube were 5.39% and 5.46%. The result of 5.39% was believed to be correct.

Manufacturer narrative:
The reagent lot number was 801767. The expiration date was not provided. The field service engineer replaced the reaction cells and confirmed the correct cell rinse adjustments. Replacement of the cells is part of customer maintenance and appeared to not have been done according to the schedule. The investigation determined the service actions resolved the issue.